Event description:
It was reported that during a revision surgery to replace an interbody device, the surgeon noticed two screws bilateral at s1 were loose. The screws were removed and then replaced after the screw holes were filled with hydroxyapatite.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device, part number 8372740, 510k # k984522, is approved for use. The device or applicable imaging studies has not been returned to the manufacturer for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. Unable to determine cause of the reported event.